Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(6); batch: 7078733/7078677.

Event description:
It was reported that the patient underwent an explant due to discomfort at the back. No further information has been obtained despite good faith efforts. Additional information was received that the patients spinal cord stimulator (scs) system was not providing pain relief. All device components were explanted and will not be returned.

Event description:
It was reported that the patient underwent an explant due to discomfort at the back. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.